Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this patient experienced diaphragmatic stimulation when right ventricular (rv) pacing occurred during a one week post-implant device check. An echocardiogram was performed and no perforation was seen. The threshold, impedance, and sensing measurements were all stable. The initial placement was in the rv septum. The lead appeared to have migrated since implant. A lead revision was performed and the lead was successfully repositioned to the rv septum. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.